Event description:
The customer reports when the microcatheter was used in surgery, the luer joint between the syringe with the white ball was removed and at the end of the syringe was broken inside. This resulted in the failure of the microcatheter in being used. The white balls in use were not fully used to achieve the ideal embolization effect. Clinicians opened a new microcatheter and filled the white balls in the new syringe to complete surgery.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. The complaint is confirmed; there is no luer lock it has been broken off the barrel. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints. Should we have additional information in the future, a follow up will be submitted.